Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the pump was replaced on (B)(6) 2018. The pump went into safe state and it would not allow the device manufacturer representative to read the logs, so the device manufacturer representative could not determine if there was a motor stall, but it was noted to put the pump infusion to minimum rate. No symptoms of withdrawal were reported due to safe state mode. No further complications were reported.

Manufacturer narrative:
Interrogation of the device found that the device was delivering 2000 mcg/ml lioresal at 12.4 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found high resistance in the battery. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving lioresal at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the pump had alarmed. The pump logs were read on 2018-feb-22, and it showed the pump had gone into safe state. No withdrawal symptoms were evident. There were no environmental/external/patient factors that may have led or contributed to the issue. It was reported that the pump would be replaced on (B)(6) 2018. It was reported that the issue was not resolved at the time of the report. The title of the report indicated that the pump may have gone through a motor stall. The patient's status at the time of the report was noted as, "alive-no injury." No further complications were anticipated/reported.